Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report a non-recoverable fault, and the system shut down. The isi tse verified the error in the logs. Prior to calling in, the customer had power cycled the system twice to continue, but after the second occurrence, the surgeon opted to convert to laparoscopic surgery. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the axes controller platform backplane (acpb) board due to intermittent faults resulting in system high down status. The isi fse also found the j65 port on the acpb board to be loose and was likely to be the cause of the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The acpb board was analyzed and found to have no failure. The acpb board was installed and tested on the final test system. It was programmed and the system started in normal mode with no errors and no failure message. The test technician verified all axes with no errors and failure. The system was power cycled 12x and passed. The pca board remained on the system idling overnight in normal mode, with no failure/error reported. A test drive was performed on the patient side cart with no handlebar error message or failure. Additionally, the j65 port was not loose or damaged. The complaint was not confirmed based on failure analysis.